Manufacturer narrative:
(B)(4). Correction to h4 device manufacture date to 11 oct 2010. Method: the complaint rd900 neopuff infant resuscitator was returned to the fisher & paykel healthcare (f&p) service centre in germany, where it was inspected by a trained f&p service technician. Results: inspection revealed that the complaint device had a faulty valve system. Conclusion: it could not be determined what caused the faulty valve system. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. We also note that the subject device is more than 8 years old. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The subject neopuff was repaired at our german service centre and returned to the customer after passing the performance checks specified in the neopuff technical manual.

Event description:
A healthcare facility in germany reported via a fisher & paykel healthcare (f&p) field representative an issue with the rd900 neopuff infant resuscitator. Upon device service, it was found that the valve was faulty. There was no patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative an issue with the rd900 neopuff infant resuscitator. Upon device service, it was found that the valve was faulty. There was no patient involvement.